Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced sensation near the device and down the lead. Touching and pressing the area feels like an electrical shock. Boston scientific technical services (ts) discussed that it was a possible insulation exposure resulting in stimulation. The whole system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy pacemaker was performed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced sensation near the device and down the lead. Touching and pressing the area feels like an electrical shock. Boston scientific technical services (ts) discussed that it was a possible insulation exposure resulting in stimulation. The whole system was explanted due to infection. No additional adverse patient effects were reported.